Event description:
It was reported that the patient had three penile implants and that the last one only lasted two years. He claims he was told the device would last ten years and wanted to know what the life span of the device was. He was informed that each device had a different life span for different patients and that it was a mechanical device so there is not a firm time frame on failure rates. We did go over the warranty policy. He asked what boston scientific is going to give him for his pain and suffering. I let him know that the warranty only covered the cost of the device at the time it was placed if the conditions of the warranty were met. Again, he asked for compensation for his pain and suffering. I let him know that I did not have any authority over financial decisions. He asked to speak to the legal department.